Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital exhibiting flu-like symptoms as well as other patient effects. When the patient attempted to use their ptc, an error code was displayed. Troubleshooting attempted with the clinician programmer yielded no results. The following day, a second attempt to troubleshoot the issue with the clinician programmer was not successful. The keypad programmer was used to perform a pump stop and was successful in clearing the errors. The pump was reprogrammed, and pump therapy continued as intended.

Manufacturer narrative:
This section was updated with event/patient updates. Internal complaint number: (B)(4).

Event description:
On (B)(6) 2016, it was reported that the patient has been frequently hospitalized due to non-pump related issues and the pump was most likely exposed to electromagnetic interference. The patient reported experiencing withdrawal symptoms before and after error codes were displayed on the clinician programmer on (B)(6) 2016. All information that was programmed into the pump was observed to be erased on (B)(6) 2016. The pump was reprogrammed and refilled. Pump therapy was continued as intended.

Manufacturer narrative:
Updated with device information. The suspect device was changed to the patient therapy controller. (B)(4).